Event description:
Same case as manufacturer's report #000118-2005-00015, 6000130-2005-00014, 6000118-2005-00024. During a coronary treatment procedure, the rotaburr became lodged in the lesion and could not be retrieved. The pt became unstable during this event and required emergent CABG surgery. The pt died the following day. The lesion being treated was a calcified, 80-90% stenotic lesion in the proximal left anterior descending coronary artery. The physician used a 8f cordis introducer sheath for vascular access and a rotawire floppy guidewire and a rotalink advancer to cross the lesion. The burr was placed over the wire, then platformed outside of the pt's body at 150-160,000 rpm's prior to inserting it into the body. One burr was run on the wire at approx. 170,000 rpm's for 39 seconds. While attempting a second burr run, the rpm's and pitch rose, then suddenly went dead. Air leaked from the underside of the advancer. The burr became stuck in the vessel. The physician was unable to introduce a wire next to the burr due to vasoconstriction, so he attempted to pull the burr loose. Initially, the pt's condition remained stable, but as attempts were made to remove the burr, the pt's blood pressure and heart rate decreased, the pt became unstable and was sent to the operating room for emergent CABG surgery. The pt died the next day. The physician is a very experienced rotablator operator. He could not determine if this event was a failure in the product or just a complication of the pt's artery/anatomy.